Event description:
It was reported that on an unknown date a trochanteric fixation nail was implanted about a year ago. The patient had recent x-rays taken on an unknown date, the reporter stated that the helical blade that was implanted looked long and was stretching to the end of the femoral head. The reporter stated that the fracture looked healed but wanted to be sure the helical blade was not in the joint space. During this procedure the surgeon removed the current helical blade (110mm) and replaced in with a shorter length (95mm). The surgery was successful. The trochanteric fixation nail remained implanted. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.